Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed bladder infection and was experiencing migraines. Symptom of infection was incontinence. The physician believed that it was not device related and the bsn rep was unaware if the infection was procedure related that may have caused or contributed to the infection. The patient was placed on antibiotics and was reportedly doing well.